Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 days post-operatively on a gynecological procedure, the patient returned to the hospital and complained that the wound was painful and unbearable. The examination found that the wound was not healed well, slightly red and swollen, and the suture was not completely absorbed. To resolve the issue, the patient underwent medication.